Event description:
Case number: (B)(4), (B)(4) reported inaccurate tha and tka cuts. Case type: application was a tka. The surgeon felt that there was more than usual space left between the implant and the prepared bone surface. Issue was noticed during trialing with trial implants . No delay, surgery completed robotically. Patient was under anesthesia at the time. Please explain the inaccurate cuts in more detail , was there a discrepancy between planned vs outcome? "Surgeon said there was a 2+mm gap between the bone and the trial implant. Most notable on the anterior chamfer cut". .

Manufacturer narrative:
Reported event: an event regarding inaccurate resection and poor trial fit durng a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 441 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding poor trial fit during a tka procedure.. There were other reported events for the listed catalog number ((B)(4)). Conclusion: product inspection could not be completed because log files and session files were not provided after three communications to the mps. H3 other text : product was not available for evaluation.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4), mps (B)(6) reported inaccurate tha and tka cuts. Case type: application was a tka. The surgeon felt that there was more than usual space left between the implant and the prepared bone surface. Issue was noticed during trialing with trial implants . No delay, surgery completed robotically. Patient was under anesthesia at the time. Please explain the inaccurate cuts in more detail, was there a discrepancy between planned vs outcome? "Surgeon said there was a 2+mm gap between the bone and the trial implant. Most notable on the anterior chamfer cut".